Manufacturer narrative:
Plant investigation: the reported complaint symptom air detected in cassette warning, was not confirmed. The reported complaint symptom patient line is blocked was not confirmed. The reported complaint symptom (dv > 180% to 200% of fv) was not confirmed. There were no discrepancies encountered in the internal inspection of the cycler. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The ¿go/ no go gauge¿ check passed. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested negative for glucose.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported that the patient experienced a high drain volume during treatment after encountering air detected in the cassette and patient line blocked alarms. The nurse was advised to have the patient cancel treatment and the liberty select was replaced. It was indicated that the patient would perform continuous ambulatory peritoneal dialysis. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (drain unknown) where 3803ml drained. This drain is 191% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 1995ml is 3591ml. Therefore, a reportable malfunction has occurred. Follow up with the nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient resumed treatment on a replacement cycler.